Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within a previously placed wallflex biliary rx partially covered stent on (B)(6) 2011. According to the complainant, the patient had a malignant stricture within the bile duct above the hepatic portal region (p8). The patient was not noted to have tortuous anatomy. Reportedly, the patient had a previously placed wallflex biliary rx partially covered stent (subject of MFR report # 3005099803-2011-04284) which was occluded distally due to tissue in-growth. Prior to the stent placement procedure on (B)(6) 2011, biliary sludge was removed; dilatation was not performed. During the procedure, the wallflex stent (MFR report # 3005099803-2011-04276) was implanted within the previously placed stent. However, the physician encountered resistance when withdrawing the stent delivery system. The inner catheter of the delivery system detached approximately 27cm above the distal tip. The detached catheter remained inside of the endoscope. The physician held the detached catheter within the endoscope using the elevator and removed the device from the patient. The physician confirmed that no portion of the device was left inside of the patient. The procedure was completed using this wallflex stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle and outer sheath had been fully retracted and the stent had been fully deployed. The stent was not returned for analysis. A 0.024 inch non-bsc guidewire was returned exiting from the guidewire access port. The inner shaft had detached at approximately 261 mm proximal to the distal tip. It was noted that the inner shaft was kinked just proximal to the proximal marker band. During the analysis, the shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. It was noted that the break in the inner shaft had occurred at the skived area of the inner shaft. The distal handle had been fully retracted indicating that the outer sheath had not been moved distally so that it was flush with the tip for removal of the device. No other issues were noted with the profile of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within a previously placed wallflex biliary rx partially covered stent on (B)(6) 2011. According to the complainant, the patient had a malignant stricture within the bile duct above the hepatic portal region (B)(6). The patient was not noted to have tortuous anatomy. Reportedly, the patient had a previously placed wallflex biliary rx partially covered stent (subject of MFR report # 3005099803-2011-04284) which was occluded distally due to tissue in-growth. Prior to the stent placement procedure on (B)(6) 2011, biliary sludge was removed; dilatation was not performed. During the procedure, the wallflex stent (MFR report # 3005099803-2011-04276) was implanted within the previously placed stent. However, the physician encountered resistance when withdrawing the stent delivery system. The inner catheter of the delivery system detached approximately 27cm above the distal tip. The detached catheter remained inside of the endoscope. The physician held the detached catheter within the endoscope using the elevator and removed the device from the patient. The physician confirmed that no portion of the device was left inside of the patient. The procedure was completed using this wallflex stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Reported events of catheter difficult to remove and catheter detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.